Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was unconfirmed as the issue was not duplicated during testing. It was unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. The DHR review not required as the reported event is unconfirmed. The reported event is unconfirmed, labeling/packaging review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the power went out during use in arctic sun device. They reboot will fix it. Apparently, the power cord may have been disconnected. As per follow up information received via email on 03jul2023. The device was under investigation. They did not receive any information of patient. The case completed with this device. No patient impact.

Event description:
It was reported that the power went out during use in arctic sun device. They reboot will fix it. Apparently, the power cord may have been disconnected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.